Manufacturer narrative:
H4 - device mfg date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) sensor was damaged¿ was confirmed through visual inspection. The probable cause was the dso seal. Further investigation found the liquid crystal display (lcd) lens damaged. Replaced dso seal and lcd lens. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dso sensor was damaged. The event occurred during routine preventive maintenance inspection. No patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.